Manufacturer narrative:
The reported issue of side rail separated from the ventilator carrier has been confirmed by provided photo. The side rail needs to be replaced. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail was broken. There was no patient harm. Manufacture's ref.#: (B)(4).